Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the surgeon did not receive a positive stimulating response during a thyroidectomy case. They tried to stimulate a nerve at 2.5 ma but did not receive a response. They then tried to stimulate the vagus nerve, but the system would still not respond. The surgeon did not see any nerve damage or believe that there was damage to the patient's nerves. The physician confirmed that there were no factors that would cause lack of response (anesthesia related, fluid, etc). The account had their biomed assess the system but found no issues. This issue occurred shortly after the software update, and the surgeon is suspecting whether the update caused some issues with the system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.